Event description:
Nellcor puritan bennett received a report that while in patient use the unit stopped ventilating without an audible alarm. All visual alarms were lit. It was reported that a trained caregiver was in the room but the patient experienced a drop in the pulse oximeter reading to 84% sp02. The unit was removed from patient. The patient was ambu bag ventilated until the sp02 recovered to 94-95%. The patient was placed on a back up lp ventilator some time later.

Manufacturer narrative:
The ventilator failure to cycle was verified, however, the unit did alarm as designed. This unit was equipped with the original logic board which is over 10 years old.